Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the sensor had inaccurate readings. The customer¿s blood glucose was 400, 179 and 65 mg/dl and the sensor glucose was 140 and 109 mg/dl. The customer¿s current blood glucose was 113 mg/dl. Insulin delivery was not suspended due to sensor values. The customer was treated with manual injection. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.